Event description:
From: (B)(6). Subject: needles. I have a box of (B)(4) needles ultra fine 4mm. I have used 75% of the box, and at least 10 needles have been defective. I.e. They do not work on the fast rapid pen. To test, I used other new pens, but the problem persisted. The issue seems to be with the needles, not the pen itself.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.